Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reports being unsure if the cannula was properly seated in the infusion site (abdomen). In addition upon removal of the pod the cannula was found to be bent. The patient reports being numb on their left side as well as their tongue. The patient was taken by ambulance to the hospital. Once at the hospital the patient had lab tests as well as an a1c and a stroke test administered. The patient was treated with intravenous fluids and insulin. The patient was released from the hospital after 8 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.